Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have infections on her site. Customer's blood glucose was 400 mg/dl. Customer was assisted in skin prep. After troubleshooting, customer was advised to contact their healthcare professionals. Customer will not be returning the device for analysis.